Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer on: 07/26/2015. The intraocular lens was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed that the lens was cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the returned lens, no further investigation was possible. A review of the manufacturing records was performed. There were no non conformances with respect to the final product release process. The production order number noted a deviation; however, the deviation did not have an impact on product quality and there was no relation between the deviation and the complaint reported. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this production order were received to date. No non- conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient complained of debilitating halos and glare. An incision enlargement was required to explant the lens. There was no patient injury reported. The patient is doing fine.

Manufacturer narrative:
(B)(4) - incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.